Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding a (B)(6) female homechoice peritoneal dialysis patient. On (B)(6) 2010, the patient was hospitalized for peritonitis, manifested by cloudy effluent, abdomen pain and diarrhea. On an unreported date in (B)(6) 2010, the patient was treated with antibiotic therapy. At time of reporting, the event of peritonitis was improving. Medical history included end stage renal disease (esrd) and hypertension. The nurse did not know if the event of peritonitis was related to peritoneal dialysis therapy.